Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a (B)(6) years old patient had a subtrochanteric nonunion. Proceeded with exchange making with grafting after compressing and plating. Radiographic and clinic progress was looking great until she rebroke. The case started uneventfully with proximal screw, nail, and plate removal. Then came the 2-hour distal nail removal. We tried tapping downward, vice grip back-slapping, distal finger extraction, thin osteotomes, and even broke the hip revision vice-grip slap hammer. Then proceeded with a clamshell osteotomy and it was not until nearly spanned the femur did the nail give. The osteotomy proceeds with sequential cable fixation to close the osteotomy. Utilized the lateral periprosthetic femur plate to neutralize the femur and reattach the trochanter. Having determined length, the proximal trochanter screw was disengaged which allowed making a proximal neck cut and remove the head and ligamentum teres and size the head. The patient outcome was unknown. This complaint involves an unknown number of devices.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.